Event description:
Nurse gained access no problem, immediately saw her needle tip and had flash. She advanced the guidewire but doesn't remember if she clicked it all the way. She then advanced the catheter handles, but upon trying to pull the housing away - she couldn't, and saw that the catheter was bunching at the hub. She couldn't remove from the pt and had to call for surgical intervention. Pt was not harmed but did have to have vascular surgeon remove.

Manufacturer narrative:
The complaint of difficulty removing the catheter from the needle was confirmed, and the cause appears use related. The catheter was returned in three segments. The proximal segment, which included the luer connector, was inlaid on the needle. The middle segment contained a guidewire fragment and the catheter material was severely crumpled. The distal segment was slightly curled and all segments contained dark red residue. Microscopic examination of the sample segments revealed the following: the bottom needle bevel was flared outwards; a hole, measuring 0.08" (similar to the wire diameter), coincided with the fracture edge of the distal catheter segment; the wire fragment within the middle segment showed signs of shearing damage, and the fracture edge of the wire coincided with the fracture edge of the catheter. The surface of all catheters fracture sites were irregular in shape, and granular in appearance. The damage to the needle bevel and guidewire appear to be related, and a damaged guidewire was the likely cause of the catheter bunching experienced by the user. This can occur if the guidewire is not fully locked during insertion, or if the wire is extended and retracted before locking it in place. The statement that the user, "...doesn't remember if she clicked it all the way." Also supports this possibility. A lot history review (lhr) of rexl0275 showed no other similar product complaint(s) from this lot number.